Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the swg was found kinked prior to the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2026, the swg was found kinked prior to the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened 2-l cvc kit for evaluation. The guidewire in the kit was returned within its advancer tubing and showed no clear signs of use. Visual examination of the guidewire revealed one kink towards the center of the guidewire body. During normal assembly this kink would have been located inside the protective tubing, protecting it from damage. No signs of damage were present on the protective tubing. However, end cap was not present in the returned assembly. The distal j bend was found to be slightly misshapen but intact. Microscopic examination confirmed the kink in the guidewire body. Both welds were present and were observed to be full and spherical. The kink on the guidewire measured at 166 mm from the distal tip. The guidewire length measured 601 mm, which is within the specification limits of 596-604 mm per guidewire product drawing. The guidewire outer diameter measured 0.790 mm, which is within the specification limits of 0.788-0.826 mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guidewire was advanced through a lab inventory ars to functionally test the guidewire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of a kinked guidewire assembly was confirmed through complaint investigation of the returned sample. Visual analysis confirmed the guidewire had one kink towards the center of the guidewire body. During normal assembly the kink would have been located inside the protective tubing, protecting the guidewire from damage. The customer reported the damage was observed before use; however, no signs of damage were observed on the guidewire assembly. Therefore, it cannot be determined when the damage to the guidewire occurred. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Therefore, the root cause of this failure cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.